Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported right side rupture and 'hypointense peripheral linear image (linguini sign) corresponding to liquid floating in the silicone'. Device has been explanted and replaced with non-abbvie brand.

Event description:
Healthcare professional later reported right side rupture and 'hypointense peripheral linear image (linguini sign) corresponding to liquid floating in the silicone'. Device has been explanted and replaced with non-abbvie brand.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: seroma-late: unable to observe since it is not related to the device. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as an unidentified tear. The shell thickness was within specification. Seroma-late: unable to observe. No other observations observed.

Event description:
Healthcare professional reported right side rupture and liquid floating in the silicone (captured as seroma). The device has been explanted.

Event description:
Healthcare professional reported right side rupture. Device status is unknown, assumed to remain implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.